Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A caller reported that the adc device would not turn on with button pressed or with test strip insertion. As a result, the customer became hypoglycemic and a healthcare professional came to the customer. An unspecified treatment was provided. No further information was reported. There was no report of death or permanent injury associated with this event.